Event description:
A patient underwent a balloon ablation procedure during early 2003. The patient did well for two weeks and then developed abdominal and pelvic pain. The patient's white blood count was 19,000. Sedimentation rate was 22. An ultrasound suggested a ruptured left ovarian cyst. Two days later the patient's white blood count had climbed to 25,000. Ultrasound suggested an abscess. A laparotomy was performed and a left tubo-ovarian abscess was found. The left adnexa was removed. Cultures revealed bacteroides.